Event description:
The reporter stated that the surgeon attempted to insert a cq2015 three piece collamer lens. The lens tore as it was being injected through the cartridge. No pt contact or injury.

Manufacturer narrative:
Evaluation - visual inspection of the returned product showed that one lens haptic was torn off along with part of the lens optic and were missing. The remaining part of the lens optic was torn. Clear surgical residue / debris on the product. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.